Manufacturer narrative:
(B)(4).

Event description:
Procedure type: total gastrectomy/roux-en-y. According to the reporter: one week after surgery, a major leakage was confirmed. Patient is under observation.